Event description:
During the use of the penumbra system in a mca occlusion, the very tip (6mm of platinum distal to the bulb) of the penumbra system separator 032 broke and remained lodged in the occlusion. The remaining portion of the separator was removed and another separator was introduced to continue the treatment. Some flow was restored around the occlusion, and other vessels of the mca were treated and opened.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturning records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Results: the separator tip distal to the cone has broken off. Conclusion: the break in the separator noted in the complaint is confirmed. Breaks of this type are likely the result of a fatigue fracture. The cause of fatigue could not be determined from the information provided in the complaint. Material fatigue can be caused during separator manipulation and de-bulking of a hard clot. The separator tip may bend several times against the clot, eventually leading to a break when the tensile strength of the material is exceeded.